Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer inadvertently delivered a 14 unit bolus while pump was unlocked in customer's pocket. Pump data review by tandem technical support (cts) did not find a 14 unit bolus delivered; however cts confirmed that the pump was functioning as intended. Bg was treated with intravenous fluids, and consumption of carbohydrates. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 212 mg/dl).